Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer was not able to upload more than 71 % on carelink. It was reported that insulin pump would shut down and data could not be obtained. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was able to uploaded using carelink pro; carelink pro listed all test data and no history anomaly noted on carelink pro. No radio frequency communication anomaly noted during testing. The insulin pump passed displacement test and self test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.